Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. Reportedly, customer went to the emergency room on (B)(6) 2026 and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 1809 mg/dl and a high ketone level identified as dangerous by healthcare provider. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.